Event description:
It was reported that driver tip does not disengage from the implant at tooth site 36. The procedure lasted approximately one hour, no other implant was place to complete the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One implant and ratchet were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and stuck extension in implant. Functional testing was performed for the returned products and does not disengage from each other, malfunction. No pre-existing conditions were noted on the per. The reported device was located on tooth # 36 and was used same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D 2020/09/01 information identified: 'warnings and precaution 'review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2021060098). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2021060098) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (imre100) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: does not disengage/release. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Based on the available information, device malfunction did occur and the reported event was confirmed.